Manufacturer narrative:
It was reported that when using the e550 surgical lights, one of the lights allegedly dropped downward, hitting the doctor on the head, resulting in the doctor receiving a 5 centimeter laceration. Upon further investigation by a member of the stryker quality engineering team, it was confirmed that the light did not drop downward and strike the doctor in the head as was originally reported. Per conversation with the account, it was discovered that during surgery, the doctor wanted the light closer to the surgical field, the doctor pulled the light closer, and in doing so, the light struck the doctor in the head, causing a 5 centimeter cut. The surgery was successfully completed, and there were no reports of any patient injury, adverse event or surgical delay. The doctor reportedly received medical treatment by hospital personnel, and there were no reports of any spring arm or light malfunction that led to the injury.

Event description:
It was reported that one of the e550 light allegedly fell on the head of the doctor. The doctor reported to have a 5cm laceration resulting from the light head making contact with his head. There was no patient injury or surgical delay reported.

Manufacturer narrative:
There has been corrected data updates made to the following fields: outcomes attributed to ae, clinical signs code grid, health impact code grid, device code grid, method code grid, component code grid, results code grid, and conclusion code grid.

Event description:
It was reported that one of the e550 light allegedly fell on the head of the doctor. The doctor reported to have a 5cm laceration resulting from the light head making contact with his head. There was no patient injury or surgical delay reported.